Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, no venous return from PICC. Cxr taken to confirm position. Urokinase given as per policy, with no effect. PICC removed and partial fracture noted. Catheter inserted in the basilic vein on (B)(6) 2025 with 16cm exit site markings. Catheter trimmed to 45cm. Catheter removed (B)(6) 2025. PICC was used for CT scan. No patient harm, extravasation or delay in treatment. No other information was provided.